Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue persisted, which the customer acknowledged.